Event description:
When cp box opened, introducer kit missing. Impella box sealed in original packaging/not previously opened when missing introducer kit discovered. Impella 14 fr short and long (13 cm + 25 cm) sheaths both missing from kit.

Manufacturer narrative:
B5: added additional information.

Event description:
An impella cp was inserted via the right femoral artery in a 60-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage d shock. Upon opening the impella cp packaging, the clinical team discovered a missing introducer kit, including both the 14 fr short and long sheaths, despite the product being sealed and unopened. A replacement kit was requested, and all related products were identified for return. This packaging issue occurred prior to device use and did not involve the pump itself. A second event involved major access site bleeding noted after arrival to the ICU. The patient had recently received heparin in the cath lab and was coughing while mechanically ventilated, contributing to site disruption. Bleeding occurred at the impella sheath insertion site, with act measured at 204 seconds. Interventions included dressing changes, manual pressure, and transfusion of 1 unit of packed red blood cells (prbcs), with hemoglobin decreasing from 16 g/dl to 13 g/dl. Hemostasis was ultimately achieved, and the patient remained on impella support. The introducer had been peeled away outside the body, and angle matching was confirmed. Based on the available information, the packaging issue represents a manufacturing related missing component event unrelated to device performance. The access site bleeding is consistent with known procedural and anticoagulation related risks of large bore femoral access in the setting of recent heparin administration and patient movement. There is no evidence of impella pump malfunction, and the device continued to function as intended. The device is not available for return.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. When the impella cp box was opened, the introducer kit was missing. The impella box was sealed in the original packaging/not previously opened when missing introducer kit was discovered. The impella 14 french short and long (13 centimeter and 25 centimeter) sheaths both were missing from the kit. The procedure was successful with another device. The patient is stable.

Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report will be submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.